Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Major bleed: clinical details note bleeding from the mouth throughout the case. The cause of the major bleed was not determined since insufficient clinical details were provided. Retroperitoneal hemorrhage: the cause of the injury was not determined due to insufficient clinical details. Bradycardia/asystole/tachycardia/arrythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: clinical details note suction on the morning of (B)(6) 2025. It is unknown if there were positioning issues at this time. Data log review shows some suction alarms while changing p-levels that all resolved quickly. There were no motor current spikes near this time and there was no clear trend in ps. The cause of the suction was not determined since product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported a patient was escalated from an impella cp smartassist to an impella 5.5 smartassist. The axillary site was oozy post implant. The patient received multiple units of packed red blood cells and a sandbag was placed over the impella site. The patient is on anticoagulants, antiplatelets, and medication. The patient became bradycardic after suctioned by respiratory and went into ventricular standstill, with only p-waves on electrocardiogram. Same sequence occurred again, ventricular tachycardia requiring defibrillation three times before return of spontaneous circulation. Another episode of bradycardia occurred requiring atropine and transcutaneous pacing pad placement. The patient remained in asystole under pacing pads before rhythm was regained. An echocardiogram showed the impella position was deep. The pump was repositioned with waveform improvement. Additional units of packed red blood cells were required due to low hemoglobin and hematocrit. Bleeding from the mouth and retroperitoneal bleed were noted. Suction events requiring p-level decrease due to ectopy. A jackson pratt drain was placed at the access site.